Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer called reporting, she was receiving error 4 message. During evaluation of the meter, it was discovered that, the units of measure could be changed in this locked meter. There was no report of death, serious injury, or mistreatment.